Event description:
Procedure type: unk. According to the rptr: the client reports that the balloon burst during utilization. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B)(4).